Event description:
Report 4 of 4: it was reported that when using the bd max¿ enteric bacterial panel, a patient result was positive for salmonella. Sample was repeated on another max run and the result was negative. No health impact or consequences were reported. Original run # 808 - salmonella pos / repeat run # 809 - neg.

Manufacturer narrative:
There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: pch, pci. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4: it was reported that when using the bd max¿ enteric bacterial panel, a patient result was positive for salmonella. Sample was repeated on another max run and the result was negative. No health impact or consequences were reported. Original run # 808 - salmonella pos / repeat run # 809 - neg.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. 442963) from lots 3353983 and 3352967 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about obtaining positive results for salmonella that retested as negative when using the bd max¿ enteric bacterial panel kit lots 3353983 and 3352967. Review of the manufacturing records of bd max¿ enteric bacterial panel assay indicated that lots 3353983 and 3352967 were manufactured according to specifications and met performance requirements. Customer provided database from instrument ct2207 from which runs 797, 799 and 802 (performed with kit lot #3352967), and runs 803 and 808 (performed with kit lot #3353983), targeted by the customer, were extracted. Customer also mentioned run 809 but it was not found in the database provided). Runs database analysis revealed that (B)(4) samples obtained a salmonella pos result, using 11 different kit lots, out of a total of (B)(4) samples tested with the bd max¿ enteric bacterial panel assay. Data analysis also revealed that some of the salmonella pos samples were retested and only one of the gave a positive result upon repeat. Positive samples were found in run 797; positions a2 and a3 repeated as negative in run 799; b1 and b2, run 802; a5 repeated in run 803; a1, and run 808; a12 which was repeated in run 809 not included in the database. Manual pcr curve adjudication conducted across all the salmonella pos samples in the database revealed that all but two results presented late and low, but true salmonella pcr curves. The remaining samples gave strong positive results. None of the curves showed any anomaly. These results support the possibility of samples at the assay limit of detection or environmental or cross contamination. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lots 3353983 or 3352967. The root cause was not identified. However, positives samples at the limit of detection of the assay or an environmental / cross contamination can explain the customer's positive results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.